Event description:
Beckman coulter, inc (bec) contacted customer per bec market survey program. Customer reported to beckman coulter, inc (bec) that the access 2 immunoassay system generated some non-reproducible false positive troponin I (accutni) results. Customer did not provide specific data. Customer reported that there have been 90 troponin I samples that were re-verified since (B)(6) 2012. Customer indicated that they were unable to provide the number of samples that needed corrected reports sent out to the physicians as some of the repeated results re-verified the initial results. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: method, conclusion: customer did not request service from bec. Root cause is unknown. (B)(4).